Event description:
Pt chest x-ray 2/12/96 showed vascular access device catheter not intact. Pt was admitted to rptr's hosp, transfered to another facility for catheter removal, and returned to rptr's facility with no apparent complications.